Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Strings untangled and frayed [device physical property issue]. Case narrative: consumer reported via email that the tampon strings untangled and frayed. No injury reported.